Manufacturer narrative:
No devices or photos were received; therefore the conditions of the components is unk. This deice has been in vivo for approximately 7 years, 7 months. Surgical notes were not provided. X-ras were not provided; it is unk whether the components were implanted with the correct it and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Cause cannot be definitively determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain.